Event description:
It was reported that patient underwent hip procedure on (B)(6) 2010. Subsequently, the patient fell on the stairs and was seen in the e.r. And the doctor attempted a closed reduction procedure because the patient's hip dislocated. Closed reduction attempts were unsuccessful. A revision procedure was performed on (B)(6) 2010, to remove and replace the components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." The package insert for the acetabular liner warns that "the ringloc bi-polar acetabular prosthesis can dislocate. Closed reduction is generally successful, however closed reduction must be attempted with caution to prevent disassociation of the bi-polar acetabular component from the femoral component." Dimensional evaluation found component to be within appropriate design specification. The user facility was notified of the event on february 17, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted february 18, 2011.